Manufacturer narrative:
Results code: field left blank- no available code for inconclusive result. The customer¿s report of an overinfusion was not confirmed. Physical inspection noted the device to be in fair condition with the instrument seal intact. The only observed anomaly was a crack at the lower door hinge. Analysis of the pcu event log shows no entries for the reported event date of (B)(6) 2017. At 8:51 pm on (B)(6) 2017 an infusion of im fluids was programmed at a rate of 125 ml/hr with a vtbi of 950 ml, placed in delay, and then started at 10:39 pm. At 12:54 am on (B)(6) 2017 the pump module alarmed for air in line after infusing for 2 hours and 15 minutes. At 12:59 am another infusion of im fluids was started at a rate of 125 ml/hr with a vtbi of 990 ml. At 3:04 am the device alarmed for air in line again, after infusing for an additional 2 hours and 5 minutes. The volume recorded as being infused was 541.942 ml. Functional testing was performed and found the device to be delivering fluid within specification, however the platen that was in the device was a replaced part. The reported overinfusion was likely caused by a broken platen post at the top hinge as reported by the customer, however the broken part was not received with the device. The cause of the broken platen is unknown.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that around 8pm 1 liter of 0.9% ns was programmed to infuse at 125ml/hr. Due to a problem with the IV site the IV was restarted and at 10pm the ns infusion was restarted at 125ml/hr; after 3 hours the pump alarmed ail (air-in-line) due to an empty bag. Another clinician hung another 1 liter bag of ns to infuse at the same rate and noticed 2 hours later the pump alarming again for ail and the bag was noted to be empty. The IV was discontinued. The patient's vital signs were stable and the md ordered fluid restrictions for the patient. There was no patient harm. The pump was then tested by the facility's biomed department and the top pin on the platen was noted to have broken off. Biomed reported that while the pump was turned off, with primed tubing installed, unregulated flow was observed.